Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/22/2015. The fse found that sweep flow check valve (cv150) was defective. The fse replaced the check valve, which repaired the drifting results. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the unicel dxh 800 cellular analysis system mean corpuscular hemoglobin (mchc) shifted high on a couple of xb batches on samples run. Also the red blood cell (rbc) was observed to be trending low. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.